Event description:
It was reported by the hospital that cs100 intra-aortic balloon pump (iabp) had a fault in the device alarm system during pre-use testing. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - h6 (component code).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e1 initial reporter name and event site telephone, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 a getinge field service engineer (fse) replaced the valve assembly the device was tested and all functions were normal, and it was returned to the customer for use.

Event description:
N/a.